Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. The device was below the expected longevity. The battery was sent to the vendor for further analysis, and an internal battery anomaly was found to cause the premature battery depletion.

Event description:
It was reported that the device was explanted due to potential premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.